Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inappropriate shocks were not confirmed in the laboratory. The device's functionality was tested on the bench and on the automated electrical test system and no anomalies were detected. The device met all specifications. The header's wires were x-ray inspected and no anomaly was detected. The device's functionality was found to be normal.

Event description:
The device was explanted due to inappropriate shocks. No further information available.